Event description:
Per the info provided to co by the pt on 5/5/97, surgery is pending due to "the pump is hard to operate-can't achieve a satisfactory erection." As of this date surgery is still pending.